Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data investigation completed on (B)(6)2019 confirmed a loss of connection greater than an hour. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.